Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-03375.

Event description:
It was reported that the customer had two sensors where the introducer needle split upon insertion. The blood glucose reading was 217 mg/dl. The needle was bent, and a piece of the needle split. The customer stated that the sensor needle looked like a fish hook. She discovered the sensor was expired. Advised the customer not to use expired sensors. The customer inserted a second sensor with no issues. On a following day, the customer inserted another sensor with a different lot number, and the same needle splitting issue occurred. Again she tried a second sensor with no issues. The customer explained that the first sensor observing a needle issue was the last of the expired sensors; the customer stated she was using new sensors. Nothing further reported.